Event description:
Lysis reagent was not added to the s-block in certain rows. The customer manually added lysis to the wells. The reporter also stated that the suspect device did not add master mix to row g 8-12.